Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported by the patient's daughter that there may have been "something wrong" with the patient's device system and that the system contributed to the patient's death. The cause of death has been requested and not received.

Event description:
Additional information was received which noted the patient's cause of death to be an acute myocardial infarction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.